Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter was found incomplete after an epidural attempt during the night shift and was removed while was still passing through the tuohy needle, subsequently realizing that it had 5.5 cm missing from the end. The incident occurred while removing the epidural needle which made it to shear off due to the difficult reposition. There was 4cm of catheter tubing remaining in patient.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06994-00 for details pertinent to this event.